Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered a lead safety switch due to out of range pace impedances. The switch resulted in unipolar programming, which then caused oversensing and patient symptoms of shortness of breath. The lead was expected to be repositioned. However, during the revision procedure, the helix broke and would not re-extend in the new position. The fracture was confirmed with electrical measurements via pacing system analyzer. The lead was removed and replaced. No additional adverse patient effects were reported.